Manufacturer narrative:
The investigation of access site bleeding, vascular damage - peripheral vessel, and vf/vt/af/at has been completed. The root cause of access site bleeding was most likely patient condition since patient had bleeding from multiple sites. The root cause of vascular damage peripheral vessel and vt/vf cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella 5.5 support and developed bleeding from the anastomoses site and through the graft. Bleeding was also from multiple sites despite activated clotting time of 135 and discontinuation of heparin. The patient lost three units of blood during transport from the operating room to the intensive care unit. Several units of blood products have been administered. Bleeding remained aggressive. A hemashield platinum woven graft was used, but blood was then leaking through the graft itself. The decision was made to reopen the axillary pocket and tie off the graft to prevent further blood flow through it. The jp drain was left in place. Bleeding reduced significantly but minimal oozing was still noticed at the graft anastomosed site. The pocket was closed and dressed. It was further reported that the patient went into tachycardia episode. Esmolol was started and cardiovert total sinus rhythm. The next day, the patient entered supraventricular tachycardia again overnight and was cardioverted back to sinus rhythm. The patient remained on support.